Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting with tandem technical support could not be performed as the customer had already changed out the supplies and resumed insulin delivery prior to the call. There was no impact to the customer's blood glucose level. In addition, a cartridge alarm 24 (atmosphere pressure out of range) occurred during the load process. It was confirmed the customer was able to load a new cartridge onto the pump and resume insulin delivery.